Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirmed based on provided medical record. The available information suggests that patient factors , including hld, htn, artherosclerosis of the aorta, likely contributed to the event, as noted in the medical record provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported through the progress clinical study, approximately 2.5 years post implant of a 23mm sapien 3 ultra aortic valve, an echo dated (B)(6) 2023 noted an aortic valve area (ava) of 0.9cm2, mild transvalvular regurgitation, and calcification. An echo dated (B)(6) 2025 noted moderate aortic regurgitation. The patient was admitted on (B)(6) 2025 for shortness of breath and found to be in acute on chronic systolic heart failure and was undergoing dobutamine assisted diuresis in attempt to optimize prior to discharge home with hospice. The patient has had multiple admissions for the past few months for shortness of breath and heart failure.